Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
18it was reported that a peritoneal dialysis (pd) patient received heater bag not detected message during step 3 of setup. The patient stated they had encountered a fluid leak at an unknown step from the cassette door after receiving the message during the first setup. Fluid was discovered in the pump module area and the outside of the cassette. The patient stated they had re-setup with new supplies and encountered an unknown alarm during fill 1 of 4 of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event. No patient adverse effects were experienced, and no medical intervention was required. Upon further follow up, the patient confirmed the reported fluid leak event actually occurred during fill 1 of treatment while connected to the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
18it was reported that a peritoneal dialysis (pd) patient received heater bag not detected message during step 3 of setup. The patient stated they had encountered a fluid leak at an unknown step from the cassette door after receiving the message during the first setup. Fluid was discovered in the pump module area and the outside of the cassette. The patient stated they had re-setup with new supplies and encountered an unknown alarm during fill 1 of 4 of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event. No patient adverse effects were experienced, and no medical intervention was required. Upon further follow up, the patient confirmed the reported fluid leak event actually occurred during fill 1 of treatment while connected to the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.